Event description:
It was reported that the procedure was cancelled. A rotablator rotational atherectomy system was selected for use. Post sedation prior to use, it was noted that the connector between the hose and the nitrogen gas cylinder became damaged. The procedure was cancelled. No patient complications were reported and patient was stable post procedure.